Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to an unreported cause. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the death was not reported until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient passed away on an unreported date in (B)(6) 2012. Should additional relevant information become available, a follow-up will be submitted.